Event description:
Please refer to the initial-report.

Manufacturer narrative:
The affected evita 4 was investigated onsite and the logbooks were analyzed at the manufacturer. During the log analysis, it was confirmed that the device rebooted on (B)(6) 2019 at 9:08 pm. After the warm start, the ventilation continued until the device was switched to standby at 9:18 pm. However, the logbook does not contain a device error that clearly indicates a technical cause of these warm starts. It is likely that an external disturbance caused by electrostatic or electromagnetic effects above the iec 60601-1-2 immunity levels valid at the time of sale of the device caused the functional deviation. In this case, the device behaved as specified and tried to correct the fault with a warm start. During a warm start, evita opens the airway system to allow spontaneous breathing and generates an audible alarm. After the boot sequence has been successfully completed (duration approx. 8 seconds), ventilation is continued with the old parameters. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the evita 4 failed without alarm during use. Shortly afterwards, it restarted by itself with a self-test and in standard configuration. No injury reported.